Event description:
The reporter stated that there was air in line. There was no patient injury or treatment with this event.

Manufacturer narrative:
Samples have been received for evaluation; however, smiths has not yet completed the investigation. A follow up to this MDR will be submitted when the investigation has been completed.